Event description:
As a nurse started to raise a sizewise lowboy bed from its lowest position, smoke started to come from the ac receptacle where the bed's power cord was plugged in. The power cord was unplugged (by pulling on the cord) leaving the bed (and patient) in a lower position than desired. Patient was moved to another bed and to another room. Manufacturer response (as per reporter) for hospital bed, lowboy (35" wide)I informed our rental rep (we only rent these beds when needed), and the rental company, of the event and of the problems other manufacturers have had with this same type of power cord plug.

Event description:
As a nurse started to raise a sizewise lowboy bed from its lowest position, smoke started to come from the ac receptacle where the bed's power cord was plugged in. The power cord was unplugged (by pulling on the cord) leaving the bed (and patient) in a lower position than desired. Patient was moved to another bed and to another room. Manufacturer response (as per reporter) for hospital bed, lowboy (35" wide)I informed our rental rep (we only rent these beds when needed), and the rental company, of the event and of the problems other manufacturers have had with this same type of power cord plug.